Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), right ventricular (rv) and a left ventricular (lv) lead due to pocket erosion. This was a right sided procedure. It was reported that the lv lead was removed successfully with just traction. The rv lead was targeted next, and using spectranetics 14f and 16f glidelight laser sheaths, the device advanced through an adhesion at approximately the innominate/superior vena cava (svc) junction and the physician successfully extracted the rv lead. The last lead remaining was the ra lead. Using the 16f glidelight device, the physician lased for approximately 10-15 seconds while manually pushing the glidelight through the above described adhesion. The adhesion broke free and the glidelight device moved forward through the svc, unencumbered to the svc/ra junction. At this time, the patient's blood pressure dropped very quickly. Rescue efforts began immediately, including CPR. The patient required transfer to the or for further intervention. A sternotomy was performed and an svc perforation was discovered; however further interventions were unsuccessful and the cardiovascular surgeon pronounced the patient deceased. This report captures the 16f glidelight device in use and an svc perforation occurred, requiring intervention but resulted in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.